Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. In the month prior to the receipt of this report, the pt was hospitalized for the event. Treatment was not reported. Two weeks after admission to the hospital, the pt was discharged. On an unreported date, pd therapy was discontinued. At the time of this report, the pt was recovering from the event. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Date of event: on an unreported date in (B)(6) 2014, the pt experienced peritonitis. A batch review was conducted for potentially associated lot number gd895961 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).